Event description:
Pt had peg inserted on 2/12/99; 2/16 pt had evidence of induration, redness & leak of purulent material around the gastrostomy tube that was in the mid upper abdomen. 2/17 pt had exploratory laporatomy; transverse colon resection; distending colostomy; debridement of gastrostomy tube to the left epigastrium. The peg penetrated the transverse colon on its anterior wall as the posterior wall. The pt has improved.